Event description:
A nurse reports a patient was seen for a follow-up appointment following a procedure for a retinal detachment. Upon examination, it was noted the retina had re-detached. A second surgery was required. The surgeon noted the gas absorbed faster than expected. The patient's outcome is unknown at this time. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).